Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27may2020.

Event description:
The customer reported the navigation ring is not working. There is no patient involvement.

Manufacturer narrative:
G4: 10jul2020 b4: (B)(6)2020 the manufacturer's field service technician (fse) confirmed the navigation(nav) ring was not working. The fse replaced the front bezel, and the issue resolved. The nav-ring not working does not affect the functionality of the ventilator. When the navigation ring is not functioning or cannot be used to enter or change settings while the device is in use, parameters can be adjusted using the touch screen. The device will continue to function and ventilate the patient and pose no risk for serious patient injury. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.